Event description:
It was reported that the patient experienced inadequate stimulation when pain relief was felt on the left side since initial surgery. Imaging was taken and showed spinal cord stimulation (scs) lead was positioned to the right and not midline. The patient underwent lead replacement procedure.